Event description:
It was initially reported that there was an incomplete systems diagnostics which lead to the patient being programming to unintentional settings. There was a final interrogation but the settings were not corrected and the patient left the office at unintentional settings. The patient returned at a later date when the setting change was seen and corrected.

Manufacturer narrative:
Analysis of programming history.